Event description:
It was reported that a versacross connect access solution for faradrive selected for an atrial fibrillation pulmonary vein isolation (pvi) procedure. During procedure, when the physician tried to insert the rf wire into versacross dilator, the insulation peeled back. Before insertion no damage was observed on the device. Thus the wire was replaced and the procedure was completed successfully. No patient complication was reported.